Manufacturer narrative:
No excessive no delivery alarm during testing. Device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's father reported via phone call that the customer experienced high blood glucose. He stated that he woke up at 163 mg/dl, had breakfast and bolus bet when he was at school, he felt the insulin pump was not delivering insulin. He checked his blood glucose and found it was 500 mg/dl. The customer changed the infusion set and bolused but later he was at 540 mg/dl. He reverted to manual injection and current reading was 272 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found, insulin is not expired and the cannula was straight. Insulin did exit the tubing with manual prime. The settings and bolus history were accurate. The insulin pump passed the high pressure test. Father requested the insulin pump to be replaced. The device was replaced and returned for analysis.